Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, a definitive root cause could not be identified that led to the malfunctions of foreign material. Based on the results of the investigation, it is likely the following led to the malfunction of the detached adhesive: degradation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope exhibited a sticky control unit, foreign material that came out of the channel tube, and a detached adhesive on the bending section cover. There was no patient involvement.